Event description:
It was reported that on (B)(6) 2014, the patient presented with mental status changes which resulted in hospitalization. The patient had a baclofen pump refill and was at home when the patient experienced a gradual onset of lethargy, disorientation, and fatigue. The symptoms were noted to be moderate in severity with a waxing and waning pattern. The patient was nauseated and vomited twice which was noted to be watery and without blood. The consumer denied modifying factors or similar symptoms in the past and denied further complications. The patient's physical exam was normal. The patient received a computed tomography scan of the head which showed no evidence of significant abnormality. A nephrology consult also showed no evidence of significant abnormality. There was concern that the patient's symptoms were caused by receiving an increased amount of baclofen, so blood tests were performed which showed no significant abnormality. The findings were not clinically significant. The next day, the patient underwent an electrocardiogram which showed normal sinus rhythm without acute ischemia or st changes, and upon re-evaluation, the patient's repeat neurological examination was unremarkable. The patient was treated with sodium chloride and zofran and was advised to stop baclofen tablets. The health care provider suspected a causal relationship with baclofen. There were no other possible contributory factors. The patient was discharged from the hospital on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).